Event description:
It was discovered during a routine implantable cardioverter defibrillator (ICD) follow-up that the device had experienced a power on reset (por). The healthcare professional reprogrammed the ICD to the same parameters prior to the reset. Additionally, it was noted that the patient was undergoing radiation treatments to the chest for cancer. It was later reported that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a firmware error message/code.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.